Event description:
It was reported that the patient developed a loud, red, continuous alarm during the evening and switched to their backup system controller without consulting the ventricular assist device (vad) team. The patient had trouble connecting to their backup system controller and the pump did not restart. After calling the vad team and having the paramedics come to their home, it was found that all connections were approprriate but no pump flow, speed. Or other numbers were on the controller. No audible mechanical vad tones were heard with a stethoscope. The decision was made to switch back to their original controller and the pump restarted. At this time there as still a yellow wrench controller fault alarm. No external damage was noted on the patient's controller or modular cable. It was thought that the controller may have gotten wet, but both seemed dry and appeared normal. The patient was noted to be stable with a subtherapeutic international normalized ratio (inr) of 1.48. Their lactate dehydrogenase was 175 units/l. A review of log files from the patient's primary controller during this time showed a controller internal fault alarm on (B)(6) 2023 at 19:12:25. The data indicated that a driveline disconnect happened at 19:23:19. The driveline was reconnected at 19:57:06, and at this time the motor function was restored, though a controller internal fault was still active. The controller internal fault remained active throughout the remainder of the log file (ending 07jan2023 at 00:25:05. Log files from the backup controller at this time showed that the driveline did not engage and the motor function did not start. Related manufacturer's reference number for the primary controller: 2916596-2023-00225 related manufacturer's reference number for the pump: 2916596-2023-00226.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the patient attempting to change to their backup battery controller (serial number: (B)(6)), but not completing the controller exchange, was confirmed via analysis of the log files. The submitted log file from the backup controller contained data spanning approximately 135 days (24aug2022 ¿ 17jan2023 per the timestamp). The controller was periodically connected to power throughout the log file, which is consistent with the controller being a backup controller. The driveline was not connected to the controller in the log file. On 06jan2023 (the date of the reported event), the controller was powered on and operated in charge mode from 19:14:27 to 19:52:02. The log file did not capture any alarms that would indicate an issue with the system controller. The submitted log file from the primary controller (serial number: serial number: (B)(6)) contained approximately 3.5 days of data (03jan2023 ¿ 07jan2023 per the timestamp). The driveline was disconnected on 06jan2023 at 19:23:19 and the controller was disconnected from external power approximately 11 seconds later; the controller was then reconnected to external power at 19:49:16 on 06jan2023, and the driveline was reconnected at 19:57:02 on 06jan2023. After reconnecting the driveline the pump started without issue and was captured above the low speed limit for the remainder of the log file. The disconnection and reconnection of the driveline and external power are consistent with the provided information that the patient attempted to switch to the backup controller, but then reconnected to the primary controller. Prior to the driveline being disconnected, the log file captured no external power alarms due to both power cables being disconnected from external power and a controller fault alarm; these are addressed by the primary controller investigation under MFR # 2916596-2023-00225. The system controller was not returned for evaluation. Multiple requests for additional information (including why the pump was not started on the backup controller and if the controller will be returned for evaluation) were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with a backup controller. These sections explain how to properly connect the driveline to the system controller. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The patient is instructed to call the hospital contact as soon as possible in response to a controller fault alarm. In response to a no external power alarm, the patient is instructed to immediately connect the system controller power cables to a working power source. If connecting to power does not resolve the alarm, the user is instructed to call their hospital contact right away. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.